Manufacturer narrative:
Field service specialist (fse) checked the laser during a scheduled preventive maintenance on 7/23/2018 which is 4 days after the treatment date. Fse found no problems with the laser. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient presented with diffuse lamellar keratitis (dlk) post treatment. Patient was treated on (B)(6) 2018. Patient treated with increase in steroids treatment and dlk is resolving. Best corrected visual acuity (bcva) pre-op: right eye 20/20-1, left eye 20/15. Bcva post-op: right eye 20/20-2, left eye 20/25+3.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.